Event description:
The customer reported anion drifting, which affected multiple patient samples on an advia 1800 instrument. The customer repeated all patients that were affected by the anion drifting and sent four corrected patient results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the anion drift affecting patient results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and instructed the customer to replace the chloride electrode and perform system calibrations. The cause of the anion drift is unknown. The customer successfully ran quality controls and successfully repeated the samples. The instrument is performing within specifications. No further evaluation of the device is required.